Event description:
Patient was on optiflow humidified high flow nasal pediatric cannula. The cannulas separated from the connector piece where they are supposed to be fused and the patient desaturated. No harm came to the patient but this is the 5th time it has been witnessed by this respiratory therapist.